Manufacturer narrative:
During a device evaluation, the engineer confirmed that an internal screw had become dislodged and interfered with the trigger assembly. This resulted in the trigger malfunctioning. The loose hardware (screw) was removed, locked in position with loctite and handpiece passed all function tests. The device history record confirms that the product passed and met all requirements before releasing. Due to the malfunction of the device firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that a device malfunction caused the finger switch on the handpiece to jam and eventually fire, resulting in damage to the patient's bed. No injury was reported.